Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1.141.2 mcg/day via an implantable pump. It was reported that a motor stall occurred. There were no known external, environmental, or patient factors that may have led or contributed to the issue. No diagnostics were performed. The patient reported to the emergency department on saturday (B)(6) 2022 with baclofen withdrawal symptoms. The company representative was paged and when they interrogated the patients pump it showed a motor stall occurred (B)(6) 2022 at 1:35pm then recovered (B)(6) 2022 at 7:00 am. It stalled again on (B)(6) 2022 at 2:20 pm and did not recover. The pump was originally on the schedule to be replaced next month in (B)(6). The pump was replaced. Additional information was received from a consumer on (B)(6) 2022 who reported that the patient¿s pump malfunctioned last week and the patient suffered serious withdrawal. Per the reporter, they could not hear the alarm the reporter stated that the patient nearly lost their life. The patient ended up in the ICU and had emergency surgery saturday night. Per this reporter the replacement did not happen in a timely matter and in the meantime the patient was failing quickly. The patient had been 4 days without medication per the pump interrogation. The pump had stalled and recovered the same day but stalled again. The reporter stated that on friday she thought the patient had a uti and saturday morning they brought the patient into the hospital with severe withdrawal. The patient had tachycardia, her bp was 200 over 150, the patient was clammy, shaking, and sweating profusely. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the [upper/lower] shaft of gear number [one/two] (or the rotor). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.